Event description:
Customer alleges the pump was leaking, the base legs would not stay opened or closed and are wobbling, and lift almost dropped over. No injury alleged.

Manufacturer narrative:
The consumer is a male whose age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device was stated by the consumer's home care nurse as having casters replaced in (B)(6) 2012. The pump has been replaced 4 times due to leaking. The base legs would not stay open or closed and a service rep. From the dealer has replaced the pin. The legs of the lift are wobbling and the lift is still in use.